Manufacturer narrative:
No testing was performed on the system because resolution of the issue was confirmed on call. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, medtronic received information regarding a navigation device being used for a cranial re section procedure. It was reported that during the case the software displayed a ¿low performance¿ message while in the 2d views. It was noted that the system had two 3d models enabled and seven fiber tracks enabled. To restore navigation, some of the visible items were turned off. It was also noted that when the surgeon would move the probe too fast, it would flicker with ¿low performance¿ for a moment until the probe was left stationary. There was no surgical delay due to this issue, and there was no impact on patient outcome.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue. Analysis found that software functioning as designed with those objects all set to visible. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.